Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer had high readings last night of 525 mg/dl due to infusion set leak. The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer was treated with 10 units of insulin with syringes. The customer stated that his blood glucose dropped down to 87 mg/dl and he drank some orange juice and his blood glucose was fine. The customer also stated that insulin leaked out where the cap was attached to the reservoir. The customer changed everything out and he was fine.